Event description:
A male patient was enrolled in the study in 2008 with 1-vessel disease. The target lesion was a native coronary artery mid left anterior descending, bifurcation, irregular, moderate tortuosity of proximal segment, eccentric, calcification was heavy, no thrombus present, type c. The reference vessel diameter was 3mm and the lesion length was 30mm. Pre-procedure diameter stenosis was 90%. The lesion was pre-dilated with a 2 x 20 balloon at 14 atm. A 2.5 x 23 cypher select plus stent was electively implanted at 14atm with satisfactory results. A second cypher select stent 3.0 x 28 was electively implanted to treat the dissection at 12 atm with satisfactory results. During the placement of the first stent, a small type b dissection proximal to stent was noticed. A second stent was placed over this site with good results. Post procedure, the patient had elevated ck. At the one month follow-up, the patient had angina pectoris.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.